Manufacturer narrative:
A cpu board was returned for failure analysis. Visual inspection observed that annunciator ls1 has no date code. Previous investigations showed that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Event description:
The customer reported that the device is showing a ¿check vent: backup alarm failed" error. The customer reported that the unit was in use on patient, but there was no patient harm reported. The hospital replaced the device with another v60. No further medical intervention was reported. The device was evaluated by an authorized service provider. The occurrence of "check vent: backup alarm failed" error (diagnostic code:1104) was confirmed. It was confirmed that the piezoelectric buzzer has malfunctioned. It was concluded that the cpu board needs to be replaced. As the customer has not made an order yet, the repair completion date has not yet been set.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The service technician reported that the occurrence of "check vent: backup alarm failed" alarm was confirmed. Therefore, the cpu board was replaced, and the phenomenon was resolved. No other anomaly was found. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.